Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir was not able to lock in place when inserted into pump and lip ring fell off. The customer blood glucose was unknown at the time of incident. The customer was advice to discontinue use of the pump and revert to a back-up plan per health care professional instruction. Advice the pump will need to be replaced. The insulin pump will be return for analysis.